Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. No low messages noted during testing.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer's mother was reported that the customer was still in the hospital and blood glucose value was 518 mg/dl. The customer was unsure about auto mode feature was active or not active at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 518 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer treated with manual injection. Troubleshooting was performed. The product will be returned for analysis.